Event description:
On (B) (6) 2010 it was reported to boston scientific corporation that a patient successfully underwent treatment on (B) (6) 2008, with a prolieve thermodilatation kit as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, on an unknown date in (B) (6) 2009, the patient experienced meatal stenosis. The event was noted to be moderate in intensity, is ongoing and requires treatment. A cysto / meatomy is scheduled for a future date. Additionally, the patient complained of discomfort on top of his penis. The patients' condition was reported as fine.

Manufacturer narrative:
The exact event date is unknown, but has been reported as occurring in (B) (6) 2009. Device not returned.